Event description:
It was reported that a motor stall in 2009, was confirmed in the event logs with no motor stall recovery recorded. The pump was updated; the motor stall was still occurring. The patient was in morphine withdrawal in the hospital. The pump contained morphine sulfate, bupivicaine and clonidine. The patient had not had an MRI. The telemetry noted elective replacement indicator at 18 months; no prior telemetry strips were available to verify. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (2009).